Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2011. It was reported that the patient is receiving a communication error code on his programmer which hinders the adjustment of his stimulation. In an effort to resolve this matter, a new programmer wand was shipped to the patient. Follow-up on this matter found that the reported problem persists with the use of the new programmer wand. A replacement programmer was shipped and an appointment will be scheduled for further interrogation. No further information is available.